Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) system implant testing, the high energy shock impedance was low at 25 ohms. It was noted the device was adequately placed and the patient was not thin. Technical services (ts) recommended an induction; however, the patient couldn't be induced at 50 hz. The physician elected to test the device outside of the pocket. When tested outside the pocket, this s-ICD exhibited a high system impedance measurement, greater than 400 ohms. Ts discussed using an electrophysiology (ep) catheter to induce or closing and testing this s-ICD the following day. The physician elected to replace this s-ICD system during this same implant procedure. A new s-ICD system was placed. This s-ICD was received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.